Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was fired on the lesser curvature of the stomach. On the fourth firing with the first stroke, the device cut but the staple formation was poor. The instrument was fired across or near an existing staple line or clip. The force to fire was reported to be high. A portion of the staple line was resected and restapled. The bleeding was stopped by clipping until another device could be pulled. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.